Event description:
New information revealed the right ventricular lead was explanted and replaced on 12oct2020. The patient was stable.

Manufacturer narrative:
. As received, a partial distal portion of the lead was returned in one piece measuring 54 cm. The reported event of noise was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an internal insulation abrasion under the right ventricular shock coil breaching the ring electrode cable lumen. The continuity reading of the inner coil was 5.2 ¿, the continuity reading of the re cables was 2.4 o, the continuity reading of the rv cables was 2.2 o, and the continuity reading of the svc cables was 2.4 o.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the right ventricular lead was oversensing noise. No programming changes or intervention were completed to address this issue. The patient was stable.

Manufacturer narrative:
As received, a partial distal portion of the lead was returned in one piece measuring 54 cm. The reported event of noise was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an internal insulation abrasion under the right ventricular shock coil breaching the ring electrode cable lumen.